Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that rehab center the patient was residing at had to switch to the patient's backup controller. The staff were unable to connect to power port #2 due to bent pins in the primary controller. Due to the fact that the patient did have an additional backup controller, the patient's md decided to have the patient transported to the hospital as a precaution. The device was exchanged with no reported consequences to the patient. No additional information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event as "poor mechanical connection" was confirmed via external visual inspection. Analysis revealed that the device failed visual inspection by having a bent pin on the port 2 connector as well as having a serial port rubber cap missing. The bent pin prevented a power source from connecting to the controller heartware is investigating bent pins on the controller. The most likely root cause of the missing serial port data cap can be attributed to a mishandling of the unit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.